Event description:
It was reported in clinic notes that the patient had difficulty with her vocal cords following lead and generator replacement, and it improved over time. No other relevant information has been received to date.